Manufacturer narrative:
Internal report: # (B)(4). Report number: mw5087280. Notification received thi: july 1, 2019. Product not returned for evaluation, photo provided to voluntary event report only. Most likely underlying root cause: mlc-61- improper use / mishandled by end user note: manufacturer is conducting an investigation of its packaging and will provide additional details if necessary. Addressing the customer complaint, product was supplied from a vendor that the company is no longer using. Product from the new vendor uses a green background, not yellow, which enables easier identification of the needle size. In addition, the size of the pen needle will not impact the ability of the pen needle to securely fit on the pen or deliver the correct dosage of medicine; the pen needle does not have a measuring function, therefore any difficulty with reading the print on the package to identify needle size will not contribute to a medication dosage error. Manufacturer will continue to monitor and trend for similar complaints. Per the information described above, a change to the color of the text (from yellow to green) has already been implemented as a result of the change in vendor.

Event description:
Medwatch sent by FDA: mw5087280. Can yellow writing be removed from packaging for medications or devices? It is super hard to read and one can easily make a serious patient error due to the inability to clearly read important information such as a strength of a drug. Photo attached: on the pen needles, cannot read the size of the needle which is in yellow and on the (B)(6), hard to read the strength in yellow. FDA safety report ID # (B)(4).